Manufacturer narrative:
F1-f14 are not needed to be filled out because the consumer reported all the info directly to the MFR.

Event description:
User claims that a needle broke off while injecting herself with insulin. The dr operated on pt three times before removing the needle. The user also claims that she suffered from an infection after the surgery.